Event description:
Customer reported an inform system 1 blood glucose result of hi, which on the inform system indicates a result in excess of 600 mg/dl, then 165 mg/dl within 10 minutes on inform system 2. Caller reported that the pt was given an unspecified amount of insulin based upon device results then was given dextrose for low blood glucose. "She is not sure what times the insulin and dextrose were provided." Customer reported no pt symptoms. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for inform system 2. Please see medwatch for report on inform system 1.